Event description:
A fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump.

Manufacturer narrative:
The pump is in the process of being evaluated.